Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a device ruptured at the moment of implant surgery. The patient was noted to be male. Surgery was successfully completed with a backup device.